Event description:
The essure device was introduced through the introducer to the left cornua up to the black marker by the physician. The wheel was attempted to be actioned but did not move. No action of the wheel occurred. The button was completely depressed, but there was no motion of the wheel either forward or backward. The essure apparatus was retracted but did not move. The physician used graspers to remove the device and essure coils were noted in the uterine cavity. The coils were removed completely by the physician. A second device was opened and functioned properly.